Event description:
The customer stated upon startup of the instrument there was smoke inside the instrument, a bad smell and alarms. They checked the power supply and electronic rack and found there were no lights on the printed circuit board (pcb). The customer noted there had been power fluctuations in the building the day before. The power supply was found to have burned and was replaced. There were no patients involved and no adverse event. It was assumed the issue was due to a failed electronic part in the power supply, but this could not be verified as the power supply involved in the event was destroyed by the customer and could not be investigated. Similar complaints of this nature were found to be due to overheating of the power supply due to failed cooling fans and/ or accumulation of dust causing insufficient cooling, poor electric contacts or a failed component. Newer analyzers are equipped with an improved power supply. There was no imminent danger of fire. All parts and plastics are ul rated accordingly.

Manufacturer narrative:
This event occurred in (B)(6).